Event description:
On (B)(6) an amazon customer commented that the product was not as accurate as other tests. Customer performed this test and then read reviews of possible accuracy issues. This test was negative. The customer then performed two other home tests which were positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.